Event description:
Device was placed in left wrist for a lhc(g) procedure. Approximate time device in situ was thirty-five minutes with four catheter exchanges. Some time later, pt was presented with inflammation at the arterial site.